Manufacturer narrative:
Other text: , corrected data: relevant patient code added to h6.

Manufacturer narrative:
Returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, the device was stuck on upgrade/update mode upon power up. The software was found to be corrupted due to an incomplete software upgrade process caused by the user. Reloading the software resolved the issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump failed the version 5 upgrade. The screen was stuck on the red connect computer screen. There were no reported adverse events.